Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer states insulin gets to same point as reservoir and pump alarms no delivery. The customer is reporting on a past event. The customer reported did not change sets just rewound and started it up again, does not mention what solved the issue. The reservoir will not be returned for analysis.